Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular planned (non-emergency) treatment. The procedure was completed as planned by using the wired footswitch. It was reported to philips that the wireless footswitch had a connection problem. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the wi-fi (led) indicator on the wireless footswitch was flashing red, while the battery indicator was green, also confirmed that the issue was not related to charging but due to an intermittent wi-fi issue. To resolve the issue, fse replaced the wireless footswitch. The defective component was sent for evaluation, malfunction was observed, the main failed component was found to be control 6 switch. After replacement the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had a connection problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.